Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's distal tip on the tan plastic piece appears to be burnt. The reporter indicated there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with no signs of arcing on three of three attempts. The instrument was found to have damage of the conductor wire¿s insulation at the grip hub. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed the recognition and engagement tests. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was reported from the surgical team. The reported event did not trigger a procedure delay, as the device issue was not identified intra-operatively, but was discovered by the reprocessing team. No injury was reported by the surgical team. The procedure was able to be completed with the same instrument.

Event description:
Refer to h11 for follow-up information.